Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the catheter perforated the patient, causing a tamponade through the coronary sinus into the epicardial space. The patient did not experience symptoms or adverse events.